Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, a side branch stenosis was noted. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification 2) and the patient was referred for cardiac catheterization. The 1st target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x12mm evolve ii study stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was located in the mid right coronary artery (mid rca) with 90% stenosis and was 25mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy. Baseline core lab angiography revealed 30% side branch stenosis in the acute marginal branch (ac marg). Post-procedure angiography revealed 70% side branch stenosis in the ac marg. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).